Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the deep brain stimulation (dbs) lead was damaged using a plasma blade. An impedance test of the system was performed and the results were within normal range. The doctor patched the dbs lead using a boot-like piece of plastic. It was unknown if the issue was resolved at the time of report. The event probably added 5-10 minutes of surgery time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the issue was resolved and the patient is receiving good benefit from their stimulation. Impedance values are within normal limits. The lead was patched with a portion of the lead boot to resolve the issue.